Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, while retracting the joint of the force bipolar came loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed no fragments fell into the patient. It was unknown if the instrument moved with unintuitive/uncontrolled motion or remained static/without motion as a result of the reported failure. There were no signs of arcing, thermal damage or sparking as a result of the failure. The tip of the force bipolar was dislodged/unhinged. The instrument did not fail to unclamp/open, and the instrument release kit (irk) was not used. The port incision was not increased as a result of the failure. There was no bleeding due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.